Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer's blood glucose at the time of hospitalization was over 800 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip, saline drip. Customer was alleging the insulin pump for under delivery. Customer experienced the symptoms related to the high blood glucose was nausea, vomiting. Customer stated that the drive support cap was normal. Troubleshooting was done for the high blood glucose. Customer was performing the displacement test and the test was passed. The insulin pump will not be returned for analysis.